Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent was received in a deployed condition, which is aligned with additional information received. The stent delivery wire (sdw) and the introducer sheath were returned. Deformation was noted at one end of the stent; all 4 marker bands were present on both ends of the stent. The sdw was broken/fractured before the distal bumper, and the distal bumper was in the introducer sheath. The distal tip of the sdw was not attached to the distal bumper. There was dried procedural fluid in the introducer sheath and on the sdw. Functional inspection was unable to perform as the subject stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The returned device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. Additional information did not indicate any issues noted during unpacking or set up of the device, the device was prepared as per dfu instructions and continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was described as not tortuous. The stent was returned deployed and deformed. The sdw was fractured. There was dried procedural fluid in the introducer sheath and on the sdw. Based on available information and analysis of the returned device it is probable the subject stent sdw was fractured as force may have been used to remove the stent after friction was encountered. The stent may have been damaged during transfer causing the friction during the procedure. The event may have occurred due to procedural factors during the procedure. The as reported 'stent difficult/unable to advance or pullback through catheter', and the as analyzed 'stent deformed' and 'sdw broken/fractured during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during internal carotid artery (ica) c4 segment aneurysm case, the subject stent could not be advanced further into the microcatheter after entering about halfway from the introducing sheath. The procedure was completed successfully with another device without any clinical consequences to the patient. The subject stent was returned for analysis and the device investigation revealed that the subject stent delivery wire was found broken during use.